Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was discharged on aspirin and eliquis. The one-year follow-up transesophageal echocardiogram (tee) revealed a thrombus on the face of the watchman implant. The thrombus appeared to be stable and the patient presented with no symptoms. The watchman implant was well-seated in the same position visualized post-procedure. The patient was re-started on aspirin and eliquis for six weeks and is expected to follow-up for repeat tee.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. The patient was discharged on aspirin and eliquis. The one-year follow-up transesophageal echocardiogram (tee) revealed a thrombus on the face of the watchman implant. The thrombus appeared to be stable and the patient presented with no symptoms. The watchman implant was well-seated in the same position visualized post-procedure. The patient was re-started on aspirin and eliquis for six weeks and is expected to follow-up for repeat tee.